Manufacturer narrative:
Both the atrial and ventricular connectors were found to be broken. Unresponsiveness of buttons could not be confirmed; all buttons functioned properly. The liquid crystal display (lcd) was found to be out of specification. The keypad window was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. It was further reported that the epg had an unresponsive button. The epg was returned for service. There was no patient involvement.